Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
The previous report was incorrectly submitted under the scope of uno with incorrect b5 section. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam particles inside the blower kit. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report, b5 section has been updated / corrected. The remedial action init, recall (z) number, (device) problem code grid, evaluation results code grid have been updated and corrected.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam particles inside the blower kit. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.